Manufacturer narrative:
Used (B)(6) 2018 as event date as there was no date provided.

Event description:
It was reported that stent migration occurred. After a .018x200cm v-18 wire was placed, an 8mm x 17mm x 75cm express ld stent was advanced for treatment via a three way stopcock that was attached to balloon/inflation port of the stent. Power injector tubing was attached to a touhy-borst which injected 14ml of 70% diluted iodixanol at a rate of 8ml per second. The stent started deploying during injection and fully deployed at 12 atmospheres by an inflator attached to three way stopcock. A 9mmx2cm mustang balloon catheter was then advanced however, the stent did not seat at the intended position. Access was gained through the groin and advanced a wire which pulled the stent to the distal aorta. A 10mm x 2cm mustang balloon catheter was used but the stent moved further down the distal aorta and was ballooned using the same mustang balloon. Further dilatation with a 12mmx4cm mustang balloon was performed and the stent was successfully secured. No patient complications were reported.